Event description:
It was reported that while the ventilator was connected to a pt it changed pt category from adult to infant and generated a technical error code. The code indicated an internal memory error. The event occurred at the same time as the nebulization was started. The ventilator was replaced. There was no pt harm. (B)(4).